Event description:
Initial information was received from a nurse on 15-mar-2010: a nurse reported that a (B) (6), female, pt, received one treatment with poly-l-lactic acid (sculptra, lot #1a9032, expiration date 31-oct-2012) on (B) (6) 2010 as a cosmetic procedure. She stated that the pt came in the office "10 days after injection" with severe itching at injection site and that is now progressing to her scalp. This was her third poly-l-lactic acid (prior treatment dates not provided). She then mentioned she came to the office for the itching on (B) (6) 2010. The pt also has hypertension. She was prescribed fluticasone propionate (cultivate) topical for the itching, but it is not helping. No further relevant information was provided. Additional information for sculptra (lot # 1a9032 and expiration date: 31-oct-2012) from product technical complaint report (B) (4) dated 19-mar-2010, received by uspv on 23-mar-2010: batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could not be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a nurse on 10-may-2010: upon medical review, as per new company convention/protocol, this case has been upgraded to serious based on company ime. Received completed hcp data collection form. Nurse reported the pt received 8cc per vial times 5 vials over course of 2 months from (B) (6) 2009 to (B) (6) 2010 for treatment of her loss of facial volume. Poly-l-lactic acid was reconstituted with 5ml of sterile water and 3ml of lidocaine. The pt received the 8cc injections on (B) (6) 2009 and 8cc on (B) (6) 2010 in sides of face and chin. The lot #s for those two injections were a9029, exp date feb-2012 and a9030, exp date feb-2012. Both injections were no adverse symptoms. The pt received her third injection (7cc) in temples bilateral on (B) (6) 2010 (lot# 1a9032, exp date oct-2012). The pt experienced injection site itching starting on (B) (6) 2010, about two weeks after last injection. The event is ongoing at the time of report. It has been ongoing for three months. A lesional subcision was done as treatment. Poly-l-lactic acid was last used on (B) (6) 2010 and it was discontinued as a result of the event. The nurse doesn't think that there is any suggestion of a systemic process occurring in association with the ae. Pt has high blood pressure and is not known drug allergies. No further medical history reported. No further information reported. On 25-may-2010: upon internal review, device product in case is being assessed.

Manufacturer narrative:
Important medical event.